Event description:
It was reported that an ilet user experienced recurring post-breakfast hyperglycemia, including a blood glucose value of 262 mg/dl after the ¿usual¿ breakfast, consistent with a mismatch between meal announcements and actual carbohydrate intake, categorized as an incorrect procedure or method related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified. It was concluded that failure to follow instructions contributed to the event. Based on established findings for similar reports, unintended use error was determined to have caused or contributed to the event.